Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: photo investigation: the part was not returned for investigation. A photo investigation was carried out using the x-rays. The part was removed from the patient body due to a non-union of the left humerus and right tibia. There appears to be no issue with the part from the x-rays provided. A root cause of the issue cannot be determined from the provided information. A manufacturing record evaluation cannot be done as there is no available lot information. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition cannot be confirmed based on the image provided. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk screws: 4.5 mm /part and lot numbers are unknown; UDI number is unknown. Without the specific part number the device history records review could not be completed; and the UDI number is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent revision of a midshaft nonunion in the left humerus and right tibia. In patient's humerus, dynamic compression plates with limited bone contact (lc-dcp) and narrow dynamic compression plates with limited bone contact (lc-dcp) were removed, along with twelve cortex screws. Patient was revised to a new lcdcp large fragment plate and bone graft harvested from the patient¿s tibia. In patient's tibia, locking compression plate (lcp) and locking compression plate (lcp) tubular plate were removed, along with twenty-one cortex screws. A ria was used in the tibia to retrieve bone graft. Surgeon corrected the deformity, and patient¿s tibia was revised with a tibial nail advanced, and placement of new screws in remaining two plates. Fragment were generated and was removed easily. The procedure was successfully completed with five minutes surgical delay. This complaint involves forty-two (42) devices. This report is for one (1) unk - screws: 4.5 mm cortex this report is for 8 of 10 of the 42 devices